Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that patient was experiencing inadequate stimulation. It was also stated that the ipg was bothersome. The patient underwent an explant procedure wherein all devices were removed and were not returned.